Event description:
It was reported that a patient underwent a gastric bypass procedure and straps were used to fixate the mesh. The patient experienced pain. The physician opined that the pain was caused by nerve entrapment from the device. Additional information has been requested.

Manufacturer narrative:
(B)(4). Pain occured. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.